Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture. Technical services (ts) was consulted and recommended reprogramming options. This rv lead remained in service and was eventually surgically abandoned and replaced, as the rv capture thresholds rose after the patient had a cardiac valve repairment procedure. No additional adverse patient effects were reported.